Event description:
Sorin group (B)(4) received a report that one of the roller pumps used as a suction pump stopped during priming. The customer switched the suction pump to another stand by pump. There was no pt involvement.

Manufacturer narrative:
There was no pt involvement. Sorin group (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that one of the roller pumps used as a suction pump stopped during priming. The customer switched the suction pump to another stand by pump. There was no pt involvement. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Manufacturer narrative:
Sorin group (B)(4) received a report that one of the roller pumps used as a suction pump stopped during priming. The customer switched the suction pump to another stand by pump. There was no patient involvement. The involved pump was returned to sorin group (B)(4) for evaluation. Inspection of the returned pump found some improper solder connections but functional testing found no problems. All functions performed as expected and the reported issue could not be reproduced. A review of the device history record found no deviations or non-conformities related to this issue. Without the ability to reproduce the reported issue, the root cause could not be determined and no corrective actions could be identified. The board with the improper solder connections was scrapped as a precaution. Sorin group (B)(4) will continue to monitor the market for trends.